Event description:
Customer reported an adc meter reading of 126 mg/dl and lab reading of 500 mg/dl completed within 10 minutes. Tests was performed on the arm. Results when plotted on a parkes error grid fell into the "c" zone showing the difference to be clinically significant. There was no report of death, serious injury of mistreatment associated with this event.